Manufacturer narrative:
H11: additional manufacturer narrative: svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not suspected or confirmed through investigation, no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years, diabetes mellitus (dm), history of coronary artery bypass graft (CABG), and coronary artery disease (cad).

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 9 years, 9 months due to calcification, degeneration, and stenosis. The tavr was successfully performed with a 26mm 9750tfx valve. Per medical records, the patient presented with cardiogenic shock, chf nyha 4, and acute on chronic respiratory failure. He was previously admitted for nstemi, copd exacerbation and cardiac cath reveal stable cad and severe as. He was discharged and scheduled for tavr/viv. Patient was re-admitted due to progressive sob, impella device was placed. Work-up revealed necrotizing pneumonia with sputum cultures growing mold + aspergillus. On hospital day #8, tavr/viv was performed. Post-op, patient was in septic shock with acute encephalopathy. On pod #10, the patient acutely decompensated with worsening respiratory status/re-intubated, was placed on comfort care, and expired. Per interventional cardiologist, the cause of death was due to sepsis.